Event description:
It was reported that patient underwent bankart labral repair procedure on (B)(6) 2011. During the procedure, as the doctor attempted to push a western knot down the labrum, the suture was cut. A competitor's product was used to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found the radius on the business end of the knot pusher had a sharp edge. This report submitted march 22, 2011.